Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted. Unit had broken reservoir tube lip, cracked display window corner and missing end cap sticker. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.